Event description:
A malfunction, identified by a specific code, was reported, and the customer was assisted by cts in resetting the pump. During this event, there was no adverse impact to the customer's blood glucose level, as it did not exceed the normal range. After resetting the pump with the given instructions, the malfunction did not recur, allowing the customer to continue using the pump. Cts advised the customer to contact them if any further malfunction codes appeared, and the customer confirmed their understanding.